Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose level was 556 mg/dl at the time of the incident. The customer's current blood glucose level was 366 mg/dl. The customer was treated by the manual injections and lancet. On the basis of customer report the customer was alleging the insulin pump for under delivery. The customer was assisted with the troubleshooting. It was also reported that the cannula was bent and customer was itching allover. The insulin pump will not be returned for the analysis.